Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was delivering too much insulin. There was no reported adverse impact to the customer's blood glucose level. The customer did not provide identifying information, therefore tandem technical support was unable to contact the customer to obtain additional information regarding the allegation or provide assistance.